Event description:
A revision surgery was attempted on this lead due to increased shock impedance after patient was in a bicycle accident. The patient was occluded so no access could be obtained to implant a new lead. The doctor implanted a new device and left this lead in place. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.